Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 10/30/2015 with the following findings: during investigation, a visual inspection of the pump revealed multiple cracks in the battery compartment. There were portions of the threads missing. The battery cap was able to attach and maintain electrical contact. Unrelated to the complaint, investigation revealed that display was dim, faded and discolored. Also unrelated to the complaint, investigation revealed that the audio bolus button cover was punctured. The audio bolus button cover was removed and no damage or contamination found under the contact.